Event description:
(B)(6) 2013 customer reports via phone that during an unknown urology procedure the fluoro failed. She did not know any procedural or patient information. No patient injury.

Manufacturer narrative:
Field service engineer (fse) discussed complaint with the staff over the phone: staff reported the imaging computer closed the clinical application, remaining at windows desktop and operator could not log into the system. They were getting the message 'not member of the service group.' Fse had the operator open clinical application, then open patient file, and verified the unit resumed normal operation. When fse arrived on site, he reviewed system logs and found there were multiple attempts to log into service application and the unit appears to have been left powered up for extended periods of time. Fse performed drive diagnostics and verified full system performance and no discrepancies were found. Fse reviewed the system start up/shut down procedure, discussed clinical software and password protected service software, and recommended the unit to be powered off at end of day. Fse checked the system for proper operation per hut service checklist qssrwi14.1 and returned the fully functional unit to customer for service.